Event description:
Report 2 of 2 it was reported after using bd vacutainer® sst¿ blood collection tube, there was poor barrier separation, fibrin, and red cell hang up seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 10 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Red cell hang up and poor barrier separation was not observed. Additionally, 200 retention samples from each lot were visually inspected and no additive or gel issues were observed. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: fibrin via photo analysis. This complaint is unable to be confirmed for failure modes: red cell hang up and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tube, there was poor barrier separation, fibrin, and red cell hang up seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.